Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter had a power issue - meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 2:30am on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and continued to take their normal dosage of insulin ("5/10 humalog every hour") in response to the alleged product issue. The patient stated that at 6am the same morning they began "foaming at the mouth, shaking" and was reportedly "not responsive." The emergency medical services (ems) were called immediately and when they arrived they treated the patient by administering IV glucose. The patient's blood glucose was also measured on an ems meter at this time; however, the result which was obtained could not be recalled. At the time of troubleshooting the cca noted that there was no misuse of the product, the correct test strips were being used and the issue could not be resolved. The patient's products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose using the subject meter which led to them experiencing symptoms which are suggestive of serious injury after the alleged product issue began. Additionally, the patient required medical intervention in response to these symptoms.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.